Event description:
It was reported that the bd nexiva single port 24ga 0.75in (0.7 mm x 19 mm) experienced a hole in the catheter which was noted during use. The following information was provided by the initial reporter: material no: 383511, batch no: 9088631. Event description states: when staff attempt to manipulate the catheter when placing, the stylet punctures the catheter.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample provided. Bd received one 24ga used nexiva unit within an open package from lot: 9088631. Through the visual/microscopic examination, the needle had pierced through the catheter tubing therefore confirming the reported issue. Although the reported issue was confirmed, bd could not determine a root cause. Patient residue that was observed within the catheter part of the unit indicates the needle and catheter were correctly assembled at the time of use. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva single port 24ga 0.75in (0.7 mm x 19 mm) experienced a hole in the catheter which was noted during use. The following information was provided by the initial reporter: material no: 383511, batch no: 9088631. Event description states: when staff attempt to manipulate the catheter when placing, the stylet punctures the catheter.